Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ insulin syringe with attached needle had a damaged plunger rod. The following information was provided by the initial reporter: " plunger deformed. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-mar-07. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the sample has the stopper jammed between the plunger rod and the barrel. The condition observed is non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1097895 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number 1097895 that could have contributed to the reported defect.

Event description:
It was reported that bd safetyglide¿ insulin syringe with attached needle had a damaged plunger rod. The following information was provided by the initial reporter: " plunger deformed.